Event description:
The pt services rep (psr) of a (B)(6) female pt said that she received a call from the pt saying that her screen was cracked. The psr visited the pt and replaced the pt's monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor's touch screen glass was cracked. The touch screen works by measuring an impedance. Once the glass on the touch screen was broken the impedance readings could not be read correctly. This lead to the screen being nonfunctional. The pt could still turn on the device using the response buttons, but could not perform any functions. The touch screen was replaced. The monitor was repaired, retested and restocked. No adverse event resulted from the damage touch screen. The pt received a replacement monitor.